Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0070059, cat. No.320136. Visual examination was carried out on the returned sample and photos and black marks on the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most probable root cause was identified as incorrect moulding start up. H3 other text : see h10.

Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700case jp experienced foreign matter contamination. The following information was provided by the initial reporter: the customer reported about black spot (fm) on the hub.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown; medical device lot #: 0070059; medical device expiration date: 2025-03-31; device manufacture date: 2020-03-10. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700case jp experienced foreign matter contamination. The following information was provided by the initial reporter: the customer reported about black spot (fm) on the hub.